Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user's mother reported an occlusion alarm while using teflon insets with 23" tubing. The agent tested the tubing, and the user¿s mother confirmed seeing drops during fill tubing. Delivery was resumed after filling the cannula, with no bubbles or kinks detected. The user was able to deliver a meal announcement successfully and was advised to monitor for recurrence. A follow-up review on (B)(6) 2025 confirmed no additional occlusion alarms. The highest blood glucose (bg) recorded was 213 mg/dl. Bg was corrected with fill tubing. There were no reported symptoms during the event, and no prolonged out-of-range period or medical intervention was required at the time of call.